Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported the patient was found to have a swollen arm after the infusion of oxaliplatin, and on examination, the catheter was found to have suffered a transverse fracture at 3 cm inside the body, resulting in oozing of fluid, and the catheter has now been removed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. Five photographs of a powerpicc were returned for evaluation. An initial visual observation of the photographs showed a circumferentially aligned split in the catheter shaft between the 2cm and 3cm depth markings. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause of the split. This complaint will be recorded for future trending and monitoring purposes.